Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device suddenly issued an alarm indicating a low leak volume and a tidal volume of 0. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device, and it was used normally. The customer informed that if the issue had not been detected in time, it could have resulted in acute hypoxia for the patient, posing a safety risk. This investigation is ongoing.

Manufacturer narrative:
Per good faith effort (gfe) response, it is confirmed that there is a low leakage volume, with a tidal volume of 0. No repairs were completed by a manufacturer's product support engineer (pse) as the customer declined service and repair; therefore, it could not be determined if it failed to meet specifications. However, it was confirmed that after the hospital equipment department repaired the air flow sensor, the device successfully passed performance specification testing after the repair was completed. The equipment resumed normal use and was put back into service. There was no personal injury. The investigation concludes that no further action is required at this time. The device remains at the customer site. If the decision is made to have the device evaluated and repaired a new service order will be opened and will be captured through philip's normal complaint procedure.